Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the right ventricular lead failed to extend. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece with the helix retracted with no signs of blood/tissue in the helix region. Applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Visual and x-ray inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fracture or internal shorts.